Manufacturer narrative:
This is a duplicate of MFR report # 0001831750-2015-00335. The serial number (B)(4) and catalog number fl19h reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2015-00335 for full reporting.

Event description:
It was reported that the access doors did not remain secure when the stretcher was slightly shaken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the access doors did not remain secure when the stretcher was slightly shaken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.